Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type software product ID hh9020tdd. Serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported they were having a really hard time connecting to the pump and they have to close the myptm app after each use, like they were told to previously, or they will have difficulties connecting the next time. The patient mentioned the handset was charged to 72% on the call. During the call the patient stated their equipment was having trouble this morning and stated a few times the screen would not let them tap something when they tried tapping. The patient had difficulties describing issues and answering questions throughout call. When the agent reviewed clearing data, the patient was amenable and remembered doing this last time they called. The agent assisted the patient in clearing data and the patient will monitor and call back for assistance as needed.